Event description:
It was reported that the device was used during a sigmoid colon resection. It was reported by the rep that the surgeon used the tl60 stapler on the rectal stump. After firing the device, he cut proximal to the staple line. After cutting, he noticed the staple line came completely apart. He did comment that the stapler felt and sounded "kind of funny" when he fired, but that was after the fact. The rectal stump was too low to place another stapler, so he put a pursestring on the distal rectal stump. He then proceeded to use an ils stapler to complete the anastomosis. This surgeon is a very experienced ees stapler user.